Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon further investigation and receiving additional information of the reported event, it was determined that this product be not reportable as it was not a product of zimmer biomet. The initial report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: sagl2023, 3 peg mono glen sz 3; lot#: 65268598. Item#: 01.04555.440, humeral head 44-16; lot#: 3100396. Item#: 01.04555.130, humeral anchor uncemented l; lot#: 3112046. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 7 weeks post implantation, the patient underwent the first stage of a 2-stage revision surgery due to pain, swelling, and infection. All implants were removed, and a spacer was implanted. Attempts have been made and no additional information has been provided.